Event description:
The patient reported the stimulation was in the wrong location; it happened overnight. There was no known accident or incident related to the event. Impedance measurements were normal. Reprogramming was tried, but the stimulation stayed in the abdominal area. The health care professional (hcp) determined via x-ray (date note reported) that the lead had migrated up. The patient was taken to surgery and the lead was pulled back with good stimulation while on the table. In recovery, they were unable to get stimulation exactly where the patient needed it. The patient was seen for follow-up and they still could not get stimulation to the area needed. The hcp did x-rays (date not reported) in his office and he felt the lead did not move; it was noted that it "was not a true ap". The hcp told the patient to give it time and the stimulation should improve. The patient was seen again and they were able to reprogram the stimulator, but it still was not exactly where the patient needed it. Additional info has been requested, a follow-up report will be sent if additional info becomes available.